Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10may2021. The complainant was unable to provide the suspect device upn and lot. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Nine to ten months after the procedure, the patient developed abscess and the size was 2cm. He was treated with antibiotics. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.